Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia, coma and stroke. H6 codes: health effect - clinical code - e0612 ischemic heart disease.

Event description:
It was reported that an unspecified sensor issue occurred. Date of event is an approximation. On (B)(6) 2024, the patient mentioned she was admitted due to diabetic coma, heart attack, and stroke. Per documentation, her husband saw her unresponsive and immediately called an ambulance and she was rushed to the ER (emergency room). The patient could not provide any information regarding what really happened before and during the event. The patient could not confirm either if this issue were caused by the dexcom sensor, or if her display device alerted her. The patient was admitted from (B)(6) 2024. During which time she was in a diabetic coma, had a heart attack, and a small stroke in her frontal lobe. The patient was treated with insulin IV and recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.